Event description:
While on cardiopulmonary bypass, an air lock occurred in the venous lines and drained the blood reservoir. The user noticed air in the arterial line and that line was clamped while the user attempted to remove the air. The cardioplegia pump continued to run and drew air from the reservoir into the cardioplegia line. The pt placed in the trendelenberg position and oxygen was administered by mask. The user facility reported the user had not turned on the air bubble detector so that the arterial and cardioplegia pump would stop in the event of air in the arterial line. The user did not employ the level detector, which also would have stopped the pump in the event of a low reservoir level.